Manufacturer narrative:
Device was not returned for analysis. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient¿s infusion had ended approximately 2-3 hours earlier than anticipated, resulting in a lower volume received than ordered. The pump had alarmed, displaying the message ¿infusion complete.¿ the continuous infusion rate had been 0.6 ml/hour, with a total reservoir volume per pump of 8 ml, but the bag had actually been dry. The air detector and upstream sensor had been on. The length of the infusion had been 168 hours, and the lock level had been locked. A cstd manufactured by onguard had been used to fill the cassette. The pump had not been used to prime the extension tubing; instead, it had been primed manually. The event occurred while in use with a patient at the hospital. There was a patient involvement and no patient harm/adverse event reported.